Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #6 was removed due to infection & bone loss. Pt w/o complaint but implant infected and loose. Symptoms as a result of the event: abscess.